Manufacturer narrative:
B3: event date is not known. G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that after implantation, the patient felt heat in the lower back. There are times when the area around the lower back, including the implantation site, feels warm, but not always. There were no particular environmental, external, and patient factors that may have caused the event. They confirmed whether or not the device is charging, but it is not when charging. The impedance measurement was all within the normal range. Nothing in particular was done for interventions. It was unknown if the issue was resolved at the time of the report. It was reported that the healthcare provider (hcp) will have further information on this event and they have obtained additional information from medical healthcare professional. It will be confirmed at the next hospital medical consultation; the date of medical consultation has not been determined.

Event description:
Additional information received from a manufacturer representative. It was reported that the cause of the issue was not determined. The patient was asked if there was any itching or swelling, and the patient was advised to consult with their healthcare provider. The issue was not yet resolved; they were to check if the issue continued at the next outpatient visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient already had the outpatient visit. The actions that were taken or are planned to resolve the issue were unknown. The issue has since been resolved. After that, it was confirmed that there was no heating. The cause of the heat in the lower back and implantation site was not determined.